Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73f1800034 was manufactured on 06/11/2018 a total of 14,790 pieces. Lot was released on 06/19/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the staples appeared to be misaligned. The stapler was returned with 26 staples left in the cover block indicating that at least 9 staples have been fired by the end user. Reference attached file an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. No staples fired. The trigger was engaged several more times with no staples firing. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. An attempt to manually realign the staples was made. However, the staples were unable to realign. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined what caused the staples to misalign. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "does not grab skin properly" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly. Therefore, the potential cause of this complaint issue could not be determined.

Event description:
It was reported that the staple does not grab the skin. One staple is on the horizontal position whereas all the others are in the oblique position. The stapler was changed. There was no consequence for the patient.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple does not grab the skin. One staple is on the horizontal position whereas all the others are in the oblique position. The stapler was changed. There was no consequence for the patient.